Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Estimated blood loss was 240cc's. A new system was strung and the pt completed their treatment without further issue. Hemodialysis nurse reports pt had no ill effects or medical intervention. Continues hd therapy without issue. There is no other known ill effect to the pt. Sample discarded, there is no sample available for eval.